Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor clicked erratically around the screen without any stylus input. The issue persisted even after changing the stylus. Troubleshooting steps, including unplugging and reconnecting the stylus, temporarily resolved the problem, but it recurred after a few minutes. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s cursor clicked erratically around the screen without any stylus input. The issue persisted even after changing the stylus. Troubleshooting steps were performed, including unplugging and reconnecting the stylus, which temporarily resolved the problem; however, it recurred after a few minutes. The erratic cursor issue was corrected by performing an electromagnetic interference (emi) repair. The hard drive was reconfigured, reloaded and the software was updated. The programmer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.